Manufacturer narrative:
(B)(4). The sample has been requested, but has not yet been received by baxter. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report a flogard in which there was an occlusion. This condition has the potential to be a false alarm. The event occurred in the intensive care unit. It is unknown if there was patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with an occlusion was confirmed during product evaluation. However, the root cause of the reported problem was determined to be not identified. Therefore, no repairs have been made at this time. However, the occlusion sensors calibration were verified, cleaned the occlusion sensors per service manual and performed a required safety clamp mechanical calibration verification. The device has not been previously sent into service for the reported condition of an occlusion.